Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a 4x4 sponge. The customer states the raytecs were shredding and small pieces about 1/4 inch were in the field. The customer reports this occurred during an open ventral hernia surgery. The raytecs were removed with forceps.